Manufacturer narrative:
Eval summary: the devices were in vivo approx 12 years and 7 months. No devices or photos were received, therefore, the condition of the components is unk. No x-rays from the initial surgery in 1994 or from subsequent pt visits were returned therefore, the fit and orientation of the components are unk. Pt factors that may affect the performance of the devices such as height/weight, activity level, and activity type (low impact vs. High impact) are not known. It is possible that one or a combination of the following events may have contributed to the poly wear: micro-motion between the poly liner and the shell; misalignment of the cup causing abnormal wear; pt factors such as height/weight, activity level, and activity type (low impact vs. High impact). Poly wear debris may have contributed to bone lysis, however, the exact cause of this situation cannot be determined with certainty at this time. No product was returned. The device history records for the shell, liner, head, and stem were reviewed and found to be conforming. The part number/lot numbers of the bone screws were not provided therefore, their device history records cannot be reviewed. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem.

Event description:
It is reported that pt underwent left total hip arthroplasty on (B)(6) 1994. On or about (B)(6) 2006, pt underwent revision total hip arthroplasty of both the femoral and acetabular components. The revision report notes extensive wear, debris, and osteolysis.